Event description:
Case involved a male who presented to due to testicular pain. The patient was transferred to with a diagnosis of renal failure, pericardial effusion and anasarca. The next day, during a pericardiocentesis by an intensivist, a pigtail catheter was inserted over a wire to assist with fluid drainage. When the pigtail catheter was pulled on to remove it, the tip of the catheter broke off in the pericardium. Surgery was planned for a pericardial window two days later to resolve the massive pericardial effusion. The patient was taken to the operating room for a left video assisted thoracoscopy, pericardial window and removal of an intrapericardial foreign body. The foreign body could not be located within the pericardium by the cardiac surgeon therefore, a small incision was made in the midline over the xiphoid. The xiphoid was excised. The foreign body was identified within the tissues anterior to the pericardium. It was carefully grasped with a clamp and removed. The pigtail was intact. The proximal portion was sheared and appeared to be somewhat jagged. The patient was discharged home. The physician indicated that when he pulled the pigtail, only half of it came out and the patient complained of pain on pulling it. He suspected it was kinked or knotted and broke off though he didn't use particular force.